Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest. The implantable pulse generator (ipg) exhibited events during the blanking period. The right atrial (ra) lead exhibited high thresholds, undersensing and a diminished p wave. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.